Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing sharp intense pain directly over the incision site and there was a pocket fluid in the midline incision above the lead entry site. X-ray confirmed that the lead had slipped back out of the laminectomy. The patient underwent a revision procedure wherein the lead was repositioned appropriately. The patient was doing well postoperatively.